Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation revealed the patient's ipg was explanted and replaced which resolved the reported issue. Note. The date of explant is unknown to the manufacturer since an sjm representative was not present for the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further investigation and the return of the device, it was determined the patient underwent surgical intervention explant the ipg. At this time, it is unknown if the ipg was replaced and when the procedure occurred.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg is unable to communicate with external devices (patient charger and programmer). As a result, the patient has been unable to successfully recharge the ipg since (B)(6) 2016. In turn, surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.